Event description:
The user facility reported that the locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly could not be inserted due to calcification at the puncture site, which made the insertion sheath slightly deformed. A pre-deployment angiogram was performed; however, no ultrasound or others were used. The assembly was removed, and manual compression was applied for twelve minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The blood loss was less than 250cc. There were no other devices or equipment used for the reported product.

Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).